Manufacturer narrative:
Correction to e3, g3.

Event description:
The customer reported there was a "flow rate sensor error" and that it did not pass preventive maintenance. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from 09/23/2015 to 12/22/2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported there was a "flow rate sensor error" and that it did not pass preventive maintenance. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported there was a "flow rate sensor error" and that it did not pass preventive maintenance. No patient involvement.